Event description:
On september 7th, an employee was handling a 10cc lock syringe on a pt. When flushing the catheter, the syringe cracked and caused fluid from the syringe to splash in the nurse's face and eyes. The pt has a history of (B)(6).